Event description:
A customer reported that the coulter act 8/10 hematology analyzer was leaking a few drops of fluid. The leak was not contained within the instrument. The customer was wearing gloves, goggles, and a lab coat at the time of the occurrence. Msds was reviewed and there is an exposure control or risk management plan in place at the facility. There was no report of injury or exposure, and medical attention was not sought. No erroneous patient results were generated. The customer stated that the vacuum line of the probe wipe was pinched. The customer straightened the vacuum line and the leak was fixed. Service was not dispatched for this event.

Manufacturer narrative:
(B)(4).